Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer's father reported that he received a new battery cap but the situation persisted. The customer inserted a new battery and new battery cap but the pump immediately alarmed failed battery test and weak battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No weak battery alarms or failed battery test noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.